Event description:
Event description guidant received information that this device, which has been implanted for 15 months, is displaying an middle-of-life (mol)2 battery status indicator. Guidant received information that a device memory disk is enroute for analysis in response to a recent safety communication that was issued on may 12, 2006 for this device model.